Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
There was a puddle of water under the analyzer and the customer slipped in the water. The customer did not fall and was not injured. A problem was found with the fluid waste pump which was replaced. No further issues were reported. No patients were involved in the event.